Event description:
The customer reported that the spo2 alarms became disabled without user intervention resulting in a pt code.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.